Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device at the time of this report a follow up report will follow with the information from the DHR. Device history record (DHR) review will be sent in a follow up report. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that during array deployment the physician observed a uterine perforation. The procedure was stopped and aborted and the perforation was diagnosed by hysteroscopy and no treatment was needed for the perforation and the patient was not hospitalized and she was sent back home. No other information available.